Event description:
Patient became short of breath and dizzy while at home. He fell from his chair hitting his head. The patient felt a misfire of his crt prior to the fall. The crt was tested and found to have non-capture of the left ventricular lead. The atrial pacing lead was fractured. The fidelis ICD lead was also fractured and part of a known recall. The patient chose to have the leads removed. The fidelis lead could only be partially explanted because it was close to a dialysis catheter. The patient has a wide qrs and functional class 3 limitations which severely reduced his left ventricular ejection fraction. Due to his renal condition and declining medical condition, an externalized permanent pacing lead was placed through the right jugular. This will be utilized until patient condition improves======================manufacturer response for sprint fidelis lead, ICD.======================known recall